Event description:
Same case as MDR ID 2134265-2013-08753. It was reported a guide wire detachment occurred. A 1.25m rotalink plus and an unspecified rotawire guide wire were selected for a percutaneous coronary intervention. During the preparation, the burr was tracked over the guide wire for the platforming test outside the patient. It was noted that resistance was met during tracking of the burr. It was further noted that during the testing the wire was cut/severed by the burr. The devices never went inside the patient. Another of the same device was used to complete the procedure. There were no patient complications and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).